Event description:
On (B)(6) 2025, prior to a port placement procedure using the powerport m.r.I. Isp, it was noted that on the airguard valved introducer, the peel apart sheath has a clear piece that the dilator locks onto for insertion. Part of the clear piece was missed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr peel-apart sheath and vessel dilator were returned for evaluation and two photos were provided for review. The photos show the partial view of a dilator inserted inside the peel-apart sheath in which the valve cap appeared to be missing from one side. Gross, visual, microscopic and functional evaluations were performed. The vessel dilator did not appear to be locked into place on the t-handle. The valve cap appeared to be missing from one t-handle side (bard); no valve cap was received. The other t-handle half (8.0) had a valve cap and valve attached. Appeared to be clear adhesive, was noted throughout the edges on the bard t-handle side (area of missing valve cap). The valve was noted to be intact in t-handle. Ultrasonic weld material was noted throughout the empty space on the 8.0fr t-handle side. Ultrasonic weld material was also noted throughout the detached valve cap. The surface of the detach valve was noted clean throughout. Due to the condition of the t-handle, the vessel dilator was not able to lock into place. The manufacturing site review states, the visual inspection of the images revealed an 8f airguard device. The images showed the presence of the dilator assembled within the peel-away sheath, and no signs of breakage of the t-handle or the sheath were identified. The visual inspection showed both sides of the t-handle; on one end, the side indicating bard, evident traces of welding were observed on the handle section. The missing top cap was not visible in its original location, nor was it visible in the images provided. The opposite end of the handle showed no damage or anomalies for evaluation. Likewise, no evidence of use-related residue was observed in the images. The issue could not be reproduced under normal manufacturing conditions. A review of in process weld strength inspection data were within specification and demonstrated no anomalies. No manufacturing deviations, nonconformances, or equipment issues were identified during the review. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is inconclusive for the reported non-standard device issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. Photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure using the powerport m.r.I. Isp, it was noted that on the airguard valved introducer, the peel- apart sheath has a clear piece that the dilator locks onto for insertion. Part of the clear piece was missed. The procedure was completed using another device. There was no patient contact.